Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in nov 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient stated that she had a little bit of pain while using the bhs device. Level of pain s unknown. No additional patient consequences have been reported.

Event description:
It was reported by the sales representative that the patient had pain while using the bhs unit. No additional patient consequences have been reported. The bhs assembly was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: as the product has not been received, the complaint file will be closed with no product returned. If additional information becomes available, the event will be reassessed. If the product is returned at a later date, the complaint file will be reopened, and a product evaluation will be issued for the evaluation of the product. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (0) total complaints from (nov 16, 2021) to (nov 16, 2022) for pn (10682364, 1068233) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.